Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that troubleshooting had consisted of reviewing indications for use. The manufacturing representative was also advised about pressure on the lead system and was advised not to drape any cords over top of the implanted device. No further communication was possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient recently had their head shaved with a corded electric razor and following this there was a change in the patient¿s behavior. The patient became agitated for a while after. The patient did have autism and had trouble communicating.